Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when crosstalk was observed. The device was reprogrammed. The patient reported feeling tired before, during and after the event.